Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery drawer and lower case were broken. It was also noted that the upper case was broken, the two side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, and the ring was bent. (B)(4).

Event description:
It was reported that the external pulse generator had its battery door broken off and cracks in its lower case. The generator was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.